Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high impedance out of range and oversensing with sensing integrity counter (sic) episodes. The lead alerts were programmed off with the lead remaining in use. No patient complications have been reported as a result of this event.